Event description:
It was reported that the patient received inappropriate therapy. Episodes of noise were recorded on the right ventricular (rv) lead, but isometrics and x-ray of the connector block captured negative results. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2013; ddbb1d1, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).